Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked case at the display window corner, a cracked reservoir tube lip and minor scratches on the lcd window.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during a bolus attempt. The customer's blood glucose was 61 mg/dl. The customer stated that she had forgotten to take the insulin pump off when she went into water, and she reported having issues with the battery ever since. The customer stated that the batteries would only last a day and that the insulin pump would alarm clock monitor frequency error. Customer noted that she was unable to clear the alarm the first time. The customer did not recall any other significant events leading to the alarm. Troubleshooting for the motor error was performed, and the customer was able to complete the rewind sequence. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.